Event description:
It was reported that sudden high out of range pacing impedances were noted on the right atrial (ra) lead. Provocation maneuvers showed noise on the lead when the patient moved their arms. Lead damage is suspected, and technical services (ts) recommended lead revision. This ra lead remains in-service at this time. No adverse patient effects were reported.